Event description:
The electrode belt was returned for investigation into a non-reportable patient death and failed incoming functional testing. The monitor was returned for investigation into a non-reportable patient death and failed incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (falloff test failure) has been confirmed. The cause for the failure was isolated to a defective u402 component on the distribution node pca. The root cause for the defective u402 could not be positively identified. There is no indication that this device malfunction caused or contributed to the patient's passing. Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the defective r781 could not be positively identified. There is no indication that this device malfunction caused or contributed to the patient's passing.